Event description:
The event is reported as: "complaint alleges that the device would not pass the sst leak test. The alleged defect occurred prior to pt use." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.